Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not calibrating correctly. Customer's blood glucose fluctuated from 40 to 400 mg/dl. Troubleshooting advised customer on calibration and no further assistance was necessary.